Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor performed an arteriogram with thrombectomy. At the end of the case when he tried to close the groin with the angio-seal device, he stated that the "string attached to the footplate" of the angio-seal was missing. A hematoma developed and manual pressure was used to control the bleeding. The estimated blood loss was less than 250cc. The patient was stable, and the procedure outcome was a success. Additional information was received on 14apr2020. Following the two mechanical clicks, forward and backward, to deploy the footplate, when the device was retracted out of the arteriotomy site, it came out freely and completely, with no resistance that would be consistent with the footplate deploying. The angio-seal device had no associated string. There was no string attached to the delivery apparatus and no string emanating from the arteriotomy site. There was no hemostasis. Whether a foot plate was deployed or not is not entirely clear, however the physician felt it was doubtful since the entire device pulled out freely with no resistance.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d10 and to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One used 8 fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath along with the header bag. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture unspooled as intended with collagen, however the tamper tube did not exit from the sheath. No other functional anomalies were noted with the device. For further evaluation, the carrier tube was dissected from the hemostasis sheath to discover the cause of obstruction. The carrier tube was cut, and the presence of the blue tamper tube was confirmed. Excessive dried blood-like substances were observed on the tamper tube and within the inner cannula of the tube. No other visual anomalies were noted with the tamper tube. Dimensional testing was performed. The outer diameter of the tamper tube was measured to be 0.078'' which was within the manufacturer specification of 0.081 +0.000/-0.005. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device sleeve was not positioned into the full-forward lock position or an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.